Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("infection (other)chlamydia") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included early menarche. Previously administered products included for an unreported indication: de po provera. Concurrent conditions included irregular periods, smoker, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems - back teeth shater"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy was performed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the chlamydial infection, menstrual disorder, vaginal haemorrhage and tooth fracture outcome was unknown. The reporter considered chlamydial infection, menorrhagia, menstrual disorder, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- menorrhagia,pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 14-may-2018: pelvic pain and menorrhagia stopped immediately after essure removal. Outcome of events updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("infection (other)chlamydia") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included early menarche. Previously administered products included for an unreported indication: de po provera. Concurrent conditions included irregular periods, smoker, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"), 2 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems - back teeth shater"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), depression ("depression"), anxiety ("mental anguish") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the chlamydial infection, menstrual disorder, vaginal haemorrhage, tooth fracture, depression, anxiety and vaginal infection outcome was unknown. The reporter considered anxiety, chlamydial infection, depression, menorrhagia, menstrual disorder, pelvic pain, tooth fracture, vaginal haemorrhage and vaginal infection to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- menorrhagia,pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 26-nov-2018: plaintiff fact sheet- event vaginal infection was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and chlamydial infection ('infection (other)chlamydia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included early menarche. Previously administered products included for an unreported indication: de po provera. Concurrent conditions included irregular periods, smoker, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 2 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems - back teeth shater"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), depression ("depression"), anxiety ("mental anguish") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the chlamydial infection, menstrual disorder, tooth fracture, depression, anxiety and vaginal infection outcome was unknown. The reporter considered anxiety, chlamydial infection, depression, menorrhagia, menstrual disorder, pelvic pain, tooth fracture, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain and abnormal bleeding events. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- menorrhagia,pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event vaginal hemorrhage was updated to recovered. Rcc was updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("infection (other)chlamydia") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's past medical history included early menarche. Previously administered products included for an unreported indication: de po provera. Concurrent conditions included irregular periods, smoker, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, 2 years 1 month after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems - back teeth shater"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain and menorrhagia had resolved and the chlamydial infection, menstrual disorder, vaginal haemorrhage, tooth fracture, depression and anxiety outcome was unknown. The reporter considered anxiety, chlamydial infection, depression, menorrhagia, menstrual disorder, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- menorrhagia,pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 16-aug-2018: pfs received: new events added:depression and mental anguish. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe pelvic pain / pain') and chlamydial infection ('infection (other)chlamydia') in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No". The patient's medical history included early menarche. Previously administered products included for an unreported indication: de po provera. Concurrent conditions included irregular periods, smoker, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"), 2 years 1 month after insertion of essure. On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems - back teeth shater"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"), depression ("depression"), anxiety ("mental anguish") and vaginal infection ("vaginal infection"). The patient was treated with surgery (supracervical hysterectomy (uterus only) bilateral salpingectomy). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, vaginal haemorrhage and menorrhagia had resolved and the chlamydial infection, menstrual disorder, tooth fracture, depression, anxiety and vaginal infection outcome was unknown. The reporter considered anxiety, chlamydial infection, depression, menorrhagia, menstrual disorder, pelvic pain, tooth fracture, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: received treatment for pain and abnormal bleeding events. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- menorrhagia,pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. Outcome of event vaginal hemorrhage was updated to recovered. Rcc was updated. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain / pain") and chlamydial infection ("infection (other)chlamydia") in a 28-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test? No." The patient's past medical history included menarche. Previously administered products included for an unreported indication: de po provera. Concurrent conditions included irregular periods, smoker, nausea and vomiting. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding(menorrhagia)"). On (B)(6) 2013, the patient experienced chlamydial infection (seriousness criterion medically significant). In (B)(6) 2013, the patient experienced tooth fracture ("dental problems - back teeth shater"). On an unknown date, the patient experienced menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy was performed). Essure was removed on (B)(6) 2013. At the time of the report, the pelvic pain, chlamydial infection, menstrual disorder, vaginal haemorrhage, menorrhagia and tooth fracture outcome was unknown. The reporter considered chlamydial infection, menorrhagia, menstrual disorder, pelvic pain, tooth fracture and vaginal haemorrhage to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming- menorrhagia,pelvic pain,dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "abnormal bleeding (vaginal), abnormal bleeding(menorrhagia), infection (other)chlamydia, dental problems - back teeth shatter, did you undergo an essure confirmation test? No", reporter,historical condition,patient information added frompfs. Historical and concomittant condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. In (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and menstrual disorder ("persistent menstruation issues"). The patient was treated with surgery (hysterectomy was performed). Essure was removed. At the time of the report, the pelvic pain and menstrual disorder outcome was unknown. The reporter considered menstrual disorder and pelvic pain to be related to essure. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.